Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.

Event description:
Customer reported that on (B)(6), 2011 he attempted to test using his precision xtra blood glucose meter but the test strip didn't wick the sample so the meter wouldn't give a reading. He further reported that because his meter wasn't working he blindly took his "regular shot of insulin" (dose administered is unknown) based upon how he felt and woke up with "low blood sugar symptoms". Customer reported experiencing diaphoresis, weakness and "mood swings". No third-party emergent intervention was reported. Customer self-treated by drinking juice and eating food. It was additionally reported the customer had been using test strips related to an on-going field action for abbott's precision family test strips. There was no report of death, serious injury or mistreatment associated with these events.